Event description:
Complainant alleged that while defibrillating a pt, the electrodes were attached to the pt and when the associated defibrillator discharged, sparks were observed, a burning smell was noted, and burn marks were seen on the pt's chest.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.